Event description:
The user reported that the unit would give intermittent check oximeter probe messages, would intermittently shut down, and would intermittently give erratic blood pressure readings. There was no pt involved. The problem was traced to the mother board, but the specific nature of the problem has not been identified. The board was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.